Event description:
It was reported that this inflatable penile prosthesis had ruptured and was non-functional. The patient reported he had contacted a urologist and will have a device evaluation. No patient complications were reported.